Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
Correction was made to awareness date in section b4. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
Submitted in error there is no correction to be made in section b4. The correct awareness date is 01/28/2026. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that issue with an xc1 ref 091271-01 lot 202502271 as the shaft kinked and could not pass a laser fiber down (200 micron) at the evaluation at uhd 311717. It was confirmed that there was no patient injury or impact due to this, and the surgeon was able to complete the procedure with a delay of 3 minutes. No negative impact in state of health reported.